Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the ventilator had problem with the delivered oxygen percentage. The customer confirmed the oxygen delivery was out of range using an external analyzer. The customer stated there was no patient involvement associated with this event.